Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised customer to disconnect the bipolar cable when the monopolar curved scissors (mcs) is energized. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to customer setup. Disconnecting the bipolar cable when the monopolar curved scissors (mcs) is energized resolved the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar instrument on universal surgical manipulator (usm1) was energized slightly when monopolar curved scissors (mcs) on usm3 was energized. It was advised to disconnect the bipolar cable when mcs was energized and will try disconnecting bipolar cable. It was explained that capacitive coupling might have occurred. The mcs on pin 3 was powered on and the fenestrated bipolar side of pin 1 got slightly burnt. Resolution: the bipolar cable be disconnected when the mcs was powered on. The procedure was completed with no reported injury.

Manufacturer narrative:
Updated sections: g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the erbe generator for failure analysis evaluation. The reported issue was not confirmed via system logs; however, log review revealed the reported errors. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. The erbe logs also showed the errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: b1, b2, d1, d2a, d4, d9, g3, g6, h1, h2, h4, h6, h8, h11. Corrected fields: d1, d2a, d4, d9, h4, h8, h11. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error in the system logs but was unable to reproduce the issue. The integrated electro surgical unit (iesu) was replaced and confirmed to be set to dual pad with the correct fuse installed. The system was tested and verified as ready for use. The iesu was received for failure analysis; however, the evaluation had not been completed at the time of this report. Additional information: it was reported that during a da vinci-assisted low anterior resection procedure, while activating coagulation energy with the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm) #1; the duodenal membrane held by the fenestrated bipolar forceps (fbf) instrument on usm #3 was inadvertently burned. Arcing was observed at the time; although the instrument tips were close, they were not in contact with any other instrument. No thermal damage was noted on the instruments. The tissue grasped by the fbf instrument sustained a burn; however, it remains unknown if any bleeding occurred, the severity of the burn injury, and if any medical intervention was rendered due to the complication. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed the following possible related errors: erbe error: u-04 - out of memory. (Power cycle erbe vio to clear message). A review of the video provided by the customer shows an fbf instrument retracting tissue while the mcs instrument performs energy dissection. The mcs instrument tips are positioned very close to the fbf instrument and the grasped tissue. As monopolar energy is applied to the grasped tissue (0:05 in the video) some sort of movement occurs around the instruments. It could not be determined whether there is fluid that is splashing during energy delivery, or if it is sparks. There is no visible tissue injury as a result of this interaction. The surgeon then pauses dissection, moves the mcs instrument away from tissue, and activates monopolar energy ("air firing" the mcs instrument). No tissue effect is observed upon this energy activation. The generator or its associated errors could not be seen in this video.

Event description:
Refer to h11 for follow-up information.